Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and reported that a call service alarm had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 06/16/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 06/03/2016 with the following findings: a review of the black box data showed that the last basal delivery was on (B)(6) 2016 at 09:26. No activity outside of normal use was observed in the black box or in the alarm history. During testing, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no loss of prime. The pump cover was removed and no internal defect was found. Unrelated to the complaint, the battery compartment was cracked.